Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow-up, computed tomography (CT) showed a type 3b endoleak and aneurysm sac growth. Patient condition is stable. A subsequent endovascular procedure has not been scheduled.